Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2.5 ml for a total dose of 0.36mg via an implantable pump for non-malignant pain. It was reported there was a small infection at the pocket. Factors that may have led to the issue was that the patient had a pump replacement on (B)(6) 2018. It was noted that no troubleshooting or diagnostics were performed. It was noted that a explant was planned for (B)(6) 2018, and surgical intervention occurred where the pump was explanted on (B)(6) 2018. The return status was unable to be determined, but the customer was notified the product should be returned. It was noted that the issue was resolved at time of report. At time of report the patient's status was alive-with injury (small infection at pump pocket). The patient's medical history included diabetes, obese, and crps. The patient's weight was (B)(6). The event date was (B)(6) 2018. No further complications were reported.